Manufacturer narrative:
The field service engineer found worn reagent tubing and a reagent probe lost its seal, was dripping, and contaminated all reagents on board. The tubing and probe were replaced. The wash stations were decontaminated. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested for multiple analytes on a cobas e 801 analytical unit. The customer provided examples of two patient samples with questionable results. Results for the elecsys vitamin d and elecsys tsh assays were affected. The first sample initially resulted in a vitamin d value of > 120 ng/ml with a data flag. The sample was repeated on a second analyzer, resulting in a value of 34-35 ng/ml. The second sample initially resulted in a tsh value of < 0.05 uiu/ml with a data flag. The sample was repeated, resulting in a tsh value of 0.8 uiu/ml.